Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the alert/notification settings occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient experienced an alert/notification issue which occurred on an unspecified day after sensor insertion (location not specified). On (B)(6) 2025, the patient was at the grocery store when she lost consciousness. Her cgm was providing a low value (no specified value was reported) however, it was stated the patient¿s dexcom receiver did not alert her to her hypoglycemic state. The patient¿s friends called ems emergency medical services (ems) and once they arrived, the patient was treated with orange juice and dextrose. It was not specified when the patient regained consciousness during this event. The patient¿s bg meter reading was taken and found to be 262 mg/dl; however, it was not specified when this reading was taken during the event. There was no documentation of the patient being taken to the ER. The patient was ¿okay¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.